Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Additionally, it was reported that an occlusion occurred. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was due to the occlusion interrupting therapy. A correction bolus was delivered to address bg. Reportedly, the customer replaced the cartridge and continued insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.